Event description:
Boston scientific received information that this patient contacted technical services (ts) inquiring about longevity of his device. When the device was implanted the patient was told the device would last 10 years. The patient was seen for a routine check-up roughly one year later and was told the device showed 4 years remaining. The patient had been having regular routine check-ups and stated that at one of the checks a technician "fine tuned" his device. In addition, the patient had a procedure on his nose which used electrocautery. The patient's cardiologist mentioned to the patient that his heart stopped for 2.5 seconds during the procedure. Ts discussed possible pacing inhibition due to electrocautery. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.